Event description:
The box for this aa4204vf silicone plate lens was returned without any previous allegation of product problem. Writing on the box stated "post. Tear". Additional info has been requested from the user facility but none has been forthcoming.